Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer had high blood glucose level. Customer's blood glucose was 538 mg/dl at the time of incident. It was also reported that pump received multiple motor errors and no delivery alarms. Product will be returned for analysis.